Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer successfully reloaded the same cartridge and resumed insulin therapy. No exposure to external magnets or previous issues with similar alarms were reported. Cts to replace pump. Customer will continue to use current pump.